Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction).

Event description:
It was confirmed that the 1st obtuse marginal was stented during the index procedure and not the lcx as initially reported.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. The patient suffered a myocardial infarction (mi) on the same day. The reported mi was related to the target vessel. The investigator indicated that the event was definitely related to the study device. Patient asymptomatic at 30 day and 3 month follow-up. (Ref # 9612164201100788).